Event description:
The customer reported that on (B)(6) 2012 cardiac troponin (accutni) no value results with instrument flags were generated on the access 2 immunoassay system for two patients. The instrument flags were indeterminate flags which are indicative of a result that cannot be distinguished from a system failure. Beckman coulter inc. Customer technical service review of the calibration curve data revealed that the s0 rlu [relative light units] value were elevated when compared to current manufacturing released data. The customer was advised to recalibrate and, after two unsuccessful attempts, was advised to switch their active calibration curve back to a previous calibration, which recovered with good precision and compared well to in-house release data. Subsequently, the samples were retested on the same instrument and upon repeat, both patient's samples recovered measureable values which were regarded as valid. The initial accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Accutni quality control results were within the customer's established ranges during the timeframe of the event. Specific patient information and sample handling/collection information were not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coutler inc. Assessment of customer supplied data indicated system checks performed prior to, and on the day of, the event met instrument specifications. Beckman coutler inc. Led customer troubleshooting resolved the issue.